Event description:
Avanos medical received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the second of two reports. Refer to 2026095-2023-00015 for the first event. Fill volume: 550 ml . Flow rate: 10 ml/hr. Procedure: unknown. Cathplace: unknown. It was reported there was a fast flow incident with the pump. There was no injury reported. The customer also reported that it is suspected but not confirmed that the pump "was probably under blankets/warmed during infusion, which may have caused the fast flow". Additional information was received on 01-feb-2023 via medwatch/ FDA user facility report mw report (B)(4): "20307- infused too rapidly- patient sent home with fixed rate on q pump on [date redacted] to run at 10 ml/hour, 550 ml pump. Should have been empty by 1730 on [date redacted]. Patient reported that it was empty by 10 a.m. On [date redacted]. He disposed of pump at that time".

Manufacturer narrative:
There is no information provided regarding the return of the actual complaint product to the manufacturer. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 22-feb-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.